Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The head had scratches and dings on the taper region and outside, most likely from extraction. There was deformation on the lateral face of the lock ring on the bipolar, which is consistent with stem/ neck impingement. The bipolar construct was returned assembled with the components locked in place. No significant damage or deformation was visible on the bipolar. No conclusions as to the cause of this issue can be determined. The medical investigation concluded that the x-ray provided confirms the report. Based on the limited information provided, the root cause of the reported dislocation cannot be determined. However, post implantation care cannot rule out as a contributing factor. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. A dimensional inspection was attempted but the device was too damaged to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include a traumatic event or improper sizing. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to dislocation. Head and liner exchanged.